Event description:
The hospital reported that during a coronary artery bypass procedure, the cutter did not have a strong enough kick when it fired. The surgeon said it was probably the spring that malfunctioned which caused the cutter to push against the side of the aorta. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The products are returned.

Manufacturer narrative:
Investigation: visual inspection revealed no non conformities with the cutter. The button and safety lock were depressed. The cutter had been actuated and the cutter and needle were extended. The device was bloody. Further investigation cannot be performed as the cutter had already been actuated. The reported complaint could not be confirmed or denied. Internal file number - (B)(4).